Event description:
It was reported that the pacemaker implanted in 2015, and the battery had gone from 9 years to 4 years in one follow-up visit. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year, and was currently two times over the expected power consumption and was expected to continue to increase. The device was explanted and replaced, and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of memory noted no suspicious fault codes or resets. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
No new information was reported.